Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available x-ray material showed an exposed conductor cable directly proximal to the shock coil and the available iegms confirmed the presence of artefacts in the rv channel. The pacing impedance can be seen to drop abruptly to below 200 ohm. In spite of these findings, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 33 months, oversensing with inappropriate therapy was reported. A possible insulation failure was suspected. Apart from the shocks, no further adverse patient side effects have been reported. Currently biotronik does not have any information with regard to the explantation of the lead. Should further details become available, this report will be updated.